Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an (B)(6) trial device. It was reported the trial began (B)(6) the patient felt the device wasn¿t working/ machine wasn¿t functioning the way that it should be. The patient also felt that it¿s too soon for his body to adjust to the stimulation. The patient increased the therapy so the stim was felt. On (B)(6) the patient reported they changed programs because the first one they were on was not effective, it wasn¿t going well overall and he wanted to know if he just needed to turn the stimulation up. Patient increased stimulation until it was felt in the bike seat area and felt stim in the testicles. On (B)(6) the patient stated he was unable to void on his own anymore, when previously he was able to. Also stated he experienced pain in his penis sometimes. On (B)(6) the patient reported he has not been able to void on his own since (B)(6). On (B)(6) the patient reported seeing the ¿batteries low, external device batteries need to be changed, call your clinician¿ message; screen 83. Patient services reviewed with patient that their external neurostimulator (ens)batteries were low and directed him to the health care professional (hcp) to have batteries replaced. The patient had originally been saying the batteries are not working for the controller, and said he replaced them with aa batteries but that they still said ¿low¿, and it was reviewed that the ens batteries that needed replacing instead. The controller battery level showed 50%. It was reviewed that only aa alkaline batteries were recommended for the controller, and not heavy duty or rechargeable batteries. No further complications were reported or are anticipated.